Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an "apply sample" icon. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began on the morning of (B)(6) 2010. The cca documented that the pt manages her diabetes with oral medication. The pt confirmed that she did not change her usual diabetes routine due to the alleged product issue. Immediately after the alleged sample icon appeared on the subject meter, the pt claimed that she became "panicked, shaky, and sick in her stomach." The pt denied receiving any medical treatment as a result of the alleged meter issue. During the troubleshooting session, the cca determined that this was the first time that the pt was attempting to test her blood sugar on the meter and was placing her blood sample on an incorrect location on the test strip. The reported issue was resolved when the pt was trained on the correct testing process. Per protocol, replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began. However, there is no evidence that the reported product was performing improperly since the issue was resolved with pt training.